Event description:
During follow-up, high rv pacing threshold was observed. An x-ray revealed dislodgement. The lead was repositioned and remains implanted.

Manufacturer narrative:
No medwatch form was received.